Manufacturer narrative:
Johnson & johnson surgical vision's investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that while the laser was firing the system experienced a suction loss three times with the same patient. The was no patient injury reported and no need for surgical intervention.